Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On the day of the event (B)(6) 2026, the patient was at a gas station when they experienced a sudden loss of consciousness. The patient reported that the continuous glucose monitor (cgm) wearable may have failed and stated that no alert or notification was received to indicate this issue. Bystanders at the gas station contacted emergency medical services (ems). Upon arrival, paramedics treated the patient with a dextrose injection (reported as ¿dextrose injection,¿ route not specified; likely administered intravenously or possibly as glucagon). The patient was subsequently transported to the hospital. No additional details were provided regarding the patient¿s evaluation, treatment, or clinical findings during the hospital stay. The patient was discharged approximately eight hours after admission, and no further medical interventions or diagnostics were reported. At the time of reporting, the patient indicated they were still experiencing generalized weakness and noted significant bruising on one side of the body, likely related to the fall associated with the loss of consciousness. The patient was understood to be in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.